Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that they found air bubbles in the customer's reservoir compartment of their insulin pump. The patient's blood glucose level was at unknown. The customer was assisted with filling the reservoir but air bubbles remained in the reservoir. The customer did not return the product back for analysis.